Event description:
It was later reported that the patient had an infection in her leg and physicians ended up removing her leg. The patient was healing. The patient did not remember anything about the stimulator. The patient had not charged for over a year and the stimulator was not working. The patient wanted instruction on how to charge. A physician offered to take out the old stimulator, without checking it, and place a new stimulator. The patients caregiver did not trust this physician and planned to pursue a follow up physician. It was later reported that the programmer was lost. The patient had not had stimulation since she had the device. The patient was very sick, medicated, and unaware how to use the implant. The patient has never charged and had no equipment to do so. Overdischarge (od) potential was noted. It was suggested that the patient see a physician and page a company representative to attempt to get out of od.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4).

Event description:
It was reported that the patient experienced telemetry issues and had been overdischarged for one year. Two physician mode recharges were attempted without success. The patient said that this was her first overdischarge, but it was noted that the patient was a poor historian. The battery was unable to accept regular charge, and the patient was discharged to move in with her sister out of state. The patient's location was unknown. It was noted that the patient did not have her own charger or programmer.